Event description:
The following description of the event was copied from an e-mail received from the distributor in (B)(6) on (B)(6) 2013. "Our customer was made circuit with bear cub for using in nicu and turned on the device. On that timing, the device had to make alarm sound, but the alarm did not sounding. M.e. And our service checked the device and it seems to work properly except the alarm sound. Our customer found it before patient use, so there is no health injury."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The following information concerning the evaluation of the device is a summary of the information provided by the foreign distributor and the carefusion failure analysis lab. The foreign distributor service technician evaluated the device, confirmed the complaint and determined that the root cause of the reported event was a faulty alarm speaker assembly. The foreign distributor repaired the device by replacing the alarm speaking assembly with one from their stock. Upon receipt to the factory, the carefusion failure analysis lab technician evaluated the alarm speaker assembly, verified the complaint and identified that the root cause of the reported event was a broken internal alarm speaker assembly wire. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus carefusion considers this to be an isolated incident.